Event description:
Reporter had a bardport with open-ended catheter implanted in 06/02. It was used on a regular basis until two years later when the nurse was not able to get a blood return and when nurse put medication in it was painful in reporter's shoulder. Reporter was sent to the radiology department for a dye study and they found that it had broken in the area of reporter's vena cava. They were able to get it out by going into reporter's femoral vein. Then reporter had to schedule surgery for a later date to retrieve the rest of it. About 6 inches of tubing had broken off. Reporter has been told that this is about the 4th one that the nurses have seen in reporter's treatment center in the last 2 months. They think this is unusual. Reporter's question about this, is someone following up on this in case there is a defect in the ports? No one has said anything to reporter. They did give reporter the part that broke to give to reporter's surgeon but surgeon didn't say anything.